Manufacturer narrative:
The insulin pump alarm during the prime test due to protruded/loose motor drive support disk. Unit had missing end cap sticker and cracked display window corners.

Event description:
Customer called to report motor error alarms. Customer stated that during seating the force sensor, the insulin pump did not detect the reservoir. Nothing further was reported.